Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm during a bolus. Customer's blood glucose was unknown mg/dl. The customer stated that he is resetting it with all new infusion sets and it still won't deliver. The customer declined to troubleshoot. The customer was advised that we would replaced the insulin pump.